Event description:
Screwdriver shaft broke during final tightening, immediately before torque. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual investigation has shown that the tip of the screwdriver had snapped off. The investigation was not able to determine the exact reason of this damage. It is possible that too much mechanical force has led to the breakage of the screwdriver tip. No product fault could be detected. The investigation determined this complaint to be indeterminate. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.